Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result from a patient sample using vitros troponin I es (tropi) reagent was obtained on a vitros 5600 integrated system. An assignable cause for the higher than expected troponin I result could not be determined. Within run precision testing performed and historical quality control data showed that an instrument or reagent issue did not likely contribute to the event. Pre-analytical sample processing could not be ruled out as a contributing factor, as the customer provided limited information to determine if they are following the sample device manufacturer¿s recommended guidelines for sample centrifugation. Cellular debris, due to poor sample preparation, may have been present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Vitros troponin I patient result: 1.38 ng/ml vs. Expected 0.023 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected result was not reported from the laboratory no treatment was altered, stopped, or initiated as a result and there was no allegation of patient harm as a result of this event. (B)(4).